Event description:
It was reported that a home patient experienced a connection issue between the heater line and heater bag. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered the heater line became detached from the heater bag and fell onto the floor. The patient then reconnected the heater bag to the heater line. The technical service representative assisted the patient in ending therapy and advised them to start over with new supplies. The patient stated they would not complete therapy for that night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that a patient reconnected a disconnected solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.